Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) 2015: inratio inr=5.4 and 1.6 - performed several minutes apart. Venous samples from a syringe were used. Patient's therapeutic range: unknown.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed. In-house testing on retained strip lot 364996 meets criteria. A review of the in-house testing history for lot 364996 was also performed. In-house testing for lot 364996 meets expectations. Batch record review was performed;. There is no indication of a product deficiency. Product met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.